Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cap during use. The following information was provided by the initial reporter: "we had a recent failure of a nexiva closed IV catheter 18ga x 1.25 in. Report was that leaked at the cap above the insertion line.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 4/14/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit with a q-syte attached to the luer end and the clamp engaged. Traces of dried media was present throughout the unit. Initial visual observations revealed no damage to the unit and its components. A leak test was performed and leakage was found near the base of the catheter tubing. The reported defect was confirmed. Microscopic observation of the catheter tubing revealed a spear through and inner tubing wall damage was present which would have contributed to the observed leakage. This type of damage can occur during manufacturing but also in the user environment. Since the unit was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cap during use. The following information was provided by the initial reporter: "we had a recent failure of a nexiva closed IV catheter 18ga x 1.25 in. Report was that leaked at the cap above the insertion line."